Event description:
Rptr stated it would take three to four attempts to get a "good" reading after the er1 message. Rptr states that control solution tests were within range. Rptr was using alcohol to clean optics area. Reviewed proper cleaning technique with rptr.